Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7349713. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Through visual review of the submitted device and a subsequent review of the manufacturing process our engineers determined that the observed non-conformance cannot be caused by the manufacturing process. Bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: needle through catheter. Information received by email on 7/25/2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: needle through catheter. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.